Manufacturer narrative:
Evaluation summary: the pump was visually inspected and was found to be in good physical condition; the keyboard and labels were functional and intact. Evidence of the customer's reported problem regarding the pump displaying "lec 10037", which indicates a motor timeout error, was identified in the event history log. Additionally, simulation use testing was able to repeat the customer's problem. The pump displayed error code "10037" alarm message when the prime button was pressed during the investigation. Further inspection revealed the pump had a loose motor case which was likely the proximate cause of the error message. Based on these investigation results, the motor and motor case were replaced. Although no further corrective actions will be taken at this time, smiths medical regularly analyzes product complaint data and trends, and will take further actions accordingly.

Event description:
Distributor requested repair of an ambulatory infusion pump due to "lec 10037". No patient details were provided.